Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthetic gas scavenger system was cleaned to resolve the issue. Customer reports no patient information is available. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no report of patient injury.